Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of damaged power cables was confirmed via testing of returned product. The heartmate 3 system controller (B)(6) was returned for analysis with damaged power cables exposing the internal wires; however no internal conductors were exposed. The system controller was functionally tested and passed all tests. The system controller was able to support a mock circulatory loop for an extended duration without issues or alarms. The system controller was disassembled and the power cables were removed for further analysis. Resistance testing of the internal wires in both power cables revealed expected values ranging from 0.3 to 1.0 ohms. No further testing was performed. The submitted and downloaded log files did not reveal any issues with the system controller. Additionally provided information indicated that the patient was stable. A root cause for the reported event could not be conclusively determined through this investigation. The device history record for the system controller (serial number (B)(6)) was reviewed. No deviations from manufacturing or qa specifications were shown from the system controller. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 instructions for use (rev. D) section 8- ¿equipment storage and care¿ and heartmate 3 patient handbook (rev. A) section 6- ¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller and its power cables. The heartmate 3 patient handbook ( rev. A) section 10- ¿safety checklists¿ and the heartmate 3 lvas instructions for use (rev. D) section f- ¿safety checklists¿ instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The heartmate 3 patient handbook (rev. A) section entitled "emergency contact list" cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient presented to the hospital with their patient cables severely compromised. An image was provided, and no obvious alarms were seen on interrogation. Log files were sent for review, and they contained clusters of pulsatility index (pi) from (B)(6) 2025. Pi events occur when there are sudden and substantial changes in the pulsatility index, these events are considered routine. Despite the report of patient cables being severely compromised, there was no evidence of any type of electrical percutaneous lead or power cable conductor issues seen in the log files. Further images of the damage were provided. The system controller and the modular cable was exchanged. The patient was stable. Product performance engineering provided that the photos revealed that the grime observed on the modular cable did not breach into the percutaneous lead connector enough to be considered a device issue as it was expected for debris to form prior to the modular cable seal. Signs of fluid ingress within both power cables were noted. No other notable events were observed from the photos provided.